Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the introducer needle was detached from the applicator. No medical intervention was reported. No additional event or patient information is available. No product was provided for evaluation. The reported event of the introducer needle detached from the applicator could not be confirmed. A root cause cannot be determined.